Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: a visual examination of the returned device found no kinks or damage along the entire length of the shaft. However, an examination of the crimped stent found that the most distal row of stent struts were bent outwards and slightly pushed over struts of the second row. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported during a percutaneous coronary intervention, catheter crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. After a non-bsc guide wire was used to cross the lesion, a 12mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilatation but the device was unable to cross the lesion. The physician replaced it with a 2.25mm x 12mm nc quantum apex balloon catheter to complete the dilatation. Then, a 2.50mm x 20mm promus element stent was advanced however, the device was unable to cross the lesion. The procedure was completed with a 2.5mm x 16mm promus element stent. No patient complications were reported and patient's status was good. However, returned device analysis revealed distal stent damage.